Event description:
It was reported to boston scientific corporation that a hydra jagwire guidewire was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician advanced the guidewire through the eus needle for assisted access to the bile duct. When the guidewire was removed, the hydrophilic tip detached in the left intrahepatic duct exposing the tip of the metal corewire. The biliary cannulation failed and the patient was taken to interventional radiology for a drain placement procedure and attempted removal of the hydrophilic tip. The removal of the hydrophilic tip was unsuccessful. There were no patient complications following the drain placement procedure.

Manufacturer narrative:
(B)(4) for the reported event of guidewire distal tip detached exposing the tip of the metal corewire. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Voluntary user medwatch number is 030087-2014-0026.